Event description:
The hcp reported a catheter revision had been done in 2005. The patient was diagnosed with an infection with blood cultures being positive for e.coli. The pump was explanted and returned to the manufacturer for analysis.

Event description:
The hcp reports the pt presented in 05 with fever and meningeal signs and symptoms. A culture of crebrospinal fluid and lumba region was negative for organism growth. The patient was diagnosed with menigitis. The patient was treated with IV antibiotics and total device system explant. The infection resolved and the patient experienced no drug withdrawal symptoms.